Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a laparoscopic cholecystectomy after a few uses of the device, the nurse wiped the device with gauze and a white part broke off at the tip of the device. The event occurred in use for patient and there was no tissue damage. The procedure was completed with another device.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.